Event description:
It was reported that an unspecified malfunction alarm occurred after pump got wet. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.